Event description:
It was also reported that "priming" took more insulin as expected during the load fill process. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.